Event description:
It was reported that the device was receiving "blockage" alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. The device was returned for evaluation in good physical condition. Functional test was performed and the stated problem was verified. During testing and inspection, the device did receive blockage alarm and failed testing. The device was opened for further investigation and found that the downstream occlusion sensor was inoperable and the root cause of the issue. The downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).